Manufacturer narrative:
The tip was disposed at the hospital.

Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with moderate tortuosity in the left main coronary artery (lmca). The intravascular ultrasound (ivus) catheter was used to confirm the lesion. Ivus catheter was removed from the pt, the lesion was treated with a balloon catheter and stents were placed. Post procedure, while the ivus catheter was being advanced on the guidewire outside the pt anatomy, the physician noticed the distal tip was detached. The case was completed with another ivus catheter.